Event description:
It was reported that some time post port device implant in the right chest, the port allegedly eroded through the chest wall and then was removed. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: a sample evaluation could not be performed as the samples were not returned, however, a photo was received and reviewed. The photo appears to show the port eroded through the chest wall. The port body appears to be partially exposed and protruding from the patient. This investigation confirms the port erosion issue. A definitive root cause could not be determined. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 03/2021), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: a sample evaluation could not be performed as the samples were not returned however a photo was received and reviewed. One image was reviewed and the photo appears to show the port eroded through the chest wall. The port body appears to be partially exposed and protruding from the patient. This investigation confirms the port erosion issue. A definitive root cause could not be determined. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 03/2021), g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port device implant in the right chest, the port allegedly eroded through the chest wall and then was removed. The patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 03/2021).

Event description:
It was reported that some time post port device implant in the right chest, the port allegedly eroded through the chest wall and then was removed. The patient status is unknown.